Event description:
During a hepatectomy procedure, 2/3 part of staple line had staple malformed at first firing (open shape). It occurred for one staple line. Another device was used to complete the case. There were no adverse consequences to the pt.